Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient's ipg was explanted due to a suspected infection. The patient's pocket site wound opened up and drainage was observed. The patient was put on oral antibiotics and the leads were left implanted. Physician is not sure if the symptoms are device or procedure related.